Event description:
Pt was revised to address pain and swelling.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported pain and swelling. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.